Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The sbc and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the left monitor on the 9800 system was blank during a case. No patient injury was reported.